Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency and urge incontinence urgency frequency. It was reported that the patient was having difficulty walking today by himself or getting up by himself. The patient called in again to state being in the hospital. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.